Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Device was monitored and functioning properly. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced high blood glucose level of 523 mg/dl. The customer currently on manual injections and blood glucose level came down to 238 mg/dl at time of call. Current blood glucose level is 374 mg/dl. It was reported that insulin pump had crack. It was unknown whether auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.